Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 441 mg/dl at the time of incident and the other blood glucose were 475 mg/dl, 437 mg/dl, 145 mg/dl, 354 mg/dl. The customer was treated with two injections one long acting and one fast acting of 7 units each. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as thirsty and frequent urination. The customer stated that they were using the auto mode feature. The insulin pump will not be returned for analysis.